Event description:
The dentist reported this abutment screw fractured resulting in the implant placed in tooth site #6 having to be removed.

Manufacturer narrative:
Visual inspection of the components has confirmed the abutment screw has fractured and remains stuck inside the implant. The external hex and collar of the implant has been grossly damaged. Bone residue remains on the external threads of the implant. A complete dimensional analysis of the implant cannot be performed due to the damage of the device as returned. The review of the device history records for the implant did not provide any indication of a manufacturing deviation that would contribute to this event. No anomalies were identified within the inspection history. Review of the product non-conformance history for the abutment screw did not provide any indication of a manufacturing deviation or nc trend that would contribute to this event. A definitive cause for this event has not been determined.